Event description:
It was reported that early sensor expiration occurred. The sensor was inserted on (B)(6) 2023. Data was evaluated and the allegation was confirmed. The probable cause was determined to be transmitter stale stop command. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).